Event description:
Reporter stated that patient's device caused patient to experience high blood glucose. Patient's blood glucose has been high (200-400 mg/dl) for one week. The smell of insulin was noted at times. No error messages were generated by device. Patient switched to insulin injections. No medical treatment was received.